Event description:
Following a percutaneous procedure, a pre-deployment angiogram was performed and an 8f angio-seal was used to seal the arteriotomy site. Hemostasis was achieved; however, the patient continued to ooze blood from the arteriotomy site. Manual compression was applied for approximately ten minutes reducing the amount of ooze. Approximately thirty minutes following deployment a sudden hematoma developed in the patient's scrotum and the patient's blood pressure dropped. The physician stated the drop in the patient's blood pressure was caused from the patient experiencing a vasovagal response. Gelofusin (amount unk) was administered and the patient's blood pressure began to improve. Manual compression was applied during the entire episode. An ultrasound was performed which revealed a hematoma. A CT scan was ordered; however, results were unknown at the time of the reported event. The patient received one unit of blood and was reportedly stable. It should be noted the event occurred during certification training.